Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, one opening curved on the anterior and crack opening. Leak test and microscopic analysis was performed which identified crack valve and one opening sharp on the plug strap bond edge. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on the plug strap bond edge (anterior) assessed as an unidentified (tear) opening and a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.